Event description:
This was a monitor that gives readings for bp, o2 sats and heart rate. Initially nurse reported equipment broken because it was noted patient #1's and #2's bp was different but the sats and hr remained the same. When biomedical engineering contacted welch allyn regarding this case they were told the operator's manual clearly states that the clear button must be pushed between patients. A device instruction card attached to the unit also states this. Reported to safety medical device action committee and to nurse practice council. Re-education to be done.